Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Use history: the usage history extracted from the equipment and saved in files in excel format, was saved in pdf format. Analysis of use history: the user reported the volume in use at the time of the occurrence as 1100ml, infusion time as 16 hours and the date of occurrence as (B)(6) 2023; did not inform the programmed flow. The history recorded that on (B)(6) 2023, a volume of 1100ml was programmed, to be infused in 15 hours. The resulting flow rate was 73.34ml/h. The infusion was started at 18:34:00 on (B)(6) 2023 and concluded at 09:03:28 on (B)(6) 2023. Infusion time: 2:29:28 pm. Infused volume: 1062.73ml. Functional analysis: to verify the performance of the equipment, we carried out a functional test using the same programming in use during the adverse event. Visual analysis: equipment appears normal as used. Conclusion: analysis of the history of use did not reveal any infusion errors; it occurred according to the programming made by the user. The result of the functional test showed that the equipment is working within the tolerance limits of its technical specification. Unconfirmed technical complaint.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in brazil: "overinfusion." According to the customer: "the patient's mother reports that on (B)(6) 2023 the therapy was concluded before the time programmed. It was in use parenteral nutrition. Start at 6pm; prescribed volume: 1,100ml; bag volume: 1.125ml; infusion in 16 hours."